Manufacturer narrative:
According to the customer, on (B)(6) 2026 the individual fell while transferring from the bed to the transport chair when the device moved due to the brakes "not staying locked." Per the customer, the user experienced a "minor tear" on the arm which was "treated and bandaged" at home. The customer stated that they "did not call a doctor" and that the individual is "okay." The customer reported there was no serious injury, medical intervention, or follow-up care required related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2026 the individual fell while transferring from the bed to the transport chair when the device moved due to the brakes "not staying locked." Per the customer, the user experienced a "minor tear" on the arm which was "treated and bandaged" at home. The customer stated that they "did not call a doctor" and that the individual is "okay."